Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
On 4th of october 2019 getinge became aware of an issue with powerled device. As it was stated the mounting ring of the handle on the headlight was broken. The handle allegedly fell off. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might cause contamination. The device involved in the event is powerled 300+ sf k3 with serial number (B)(6) and catalog number ard568330933. Manufacturing date is 2nd november, 2017. It was established that when the event occurred, the surgical light did not meet its specification as breakage of the mounting ring could be identified as a technical deficiency. The device which played role in this situation contributed to event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. Per the investigation by subject matter experts at the manufacturing site the light head pwd 300 is conforming to the standard iec 60601-2-41 and therefore the light head handling while following to the instructions for use cannot be the reason of such breakage in a normal use. An excessive tightening of the 3 screws of the interface assembly cannot lead to such a breakage neither. According to the internal testing the recommended cleaning products involving a chemical reaction and thus the interface weakness is ruled out, which cannot be confirmed with prohibited products. In the course of our investigation, the most likely root cause of the breakage is considered to be a combination of chemical stress and excessive radial force applied on the handle . For that reason, based on satisfactory feedback from the field about a similar part on pwd500 the modification was engaged with the new supplier replacing the row material abs+pc by pa66. In february 2019 mechanical and chemical tests were performed to validate this change. The report re 19-010 mentions the conformity of these parts made in pa66. New parts on pa66 have been launched in production in may 2019. We believe that the devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 4th of october 2019 getinge became aware of an issue with powerled device. As it was stated the mounting ring of the handle on the lighthead was broken. The handle allegedly fell off. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might cause contamination.